Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist received the error message "no sensors attached." Then, the operator switched out the cable and received the error message "check probe." Then, they changed out the module and were able to finish the case. There was a delay of approx three to four minutes. The surgical procedure was completed successfully with no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This is related to medatch 1828100-2012-01540. Investigation is in process, but not yet completed.